Event description:
During an endoscopic retrograde cholangiopancreatography, one of the small guidewires was inadvertently sheared off within the common bile duct. A sphincterotomy was performed and multiple attempts to remove the wire with intrabiliary balloons, etc, were unsuccessful. A cholecystectomy was completed, laparoscopically. Intraoperative cholangiogram was planned in order to ensure patency of the pt's common bile duct/sphincter in hopes of possibly flushing the retained guide wire fragment from the pt's common bile duct. Unfortunately, due to marked edema around the port of hepatis, a relatively wide cystic duct and the inability to thread the cholangiogram catheter, this study was not possible. Plan in 6-8 weeks to do re-endoscopic retrograde cholangiopancreatography/es with foreign body removed attempted. It is hoped that the pt may spontaneously pass the retained fragment and obviate the need for further procedures. Following this procedure, the pancreatic enzymes were mildly elevated and the laparoscopic cholecystectomy was delayed 2 days.